Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and the cannula was not inserted correctly into the infusion site. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 228 mg/dl while wearing the pod less than 1 hour on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. It was reported that the patient was unsure if the cannula inserted properly. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the device completed first and second priming, and then got deactivated by the user at the end of second priming (58 pulses). After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The cause of the reported needle mechanism failure could not be determined. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined.